Event description:
The balloon would not go through the sheath. Balloon dislodged.

Manufacturer narrative:
Conclusion: the complaint investigation is confirmed. The complaint sample was returned with a stretched catheter shaft and the balloon was bunched up at the distal tip. It is believed, the balloon could not be removed from the sheath because it was not deflated completely. The stretched sections in the catheter shaft would have prevented the balloon from completely deflating. Prior to release, the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied. The following steps are listed in the instructions for use for this complaint type: caution: do not exceed in the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Before removing catheter from sheath, it is very important, the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.